Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to couple the charger with the ipg. It was determined that the ipg was placed too deep and the patient was unable to charge. The patient underwent a procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.